Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a total hip procedure in (B)(6) 2018 and suture was used. During the procedure, the needle broke. All pieces were retrieved from the patient. There were no adverse patient consequences reported. No additional information was provided.